Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. Although functional testing showed that the aiming beam was present at the fiber output window as intended, a distal circumferential fracture has the potential for forward firing. It is likely that the circumferential fracture may have contributed to the fiber stop working during use; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the circumferential fracture. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual examination of the device identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. Visual examination also identified devitrification at the output window and debris adhesion on the surface of the metal cap. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The device was functionally tested with helium-neon (hene) laser fixture and the testing conducted showed the aiming beam at the output window. There were no signs of breakage along the length of the fiber. Labeling review: a review of the device instructions for use (IFU) was completed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber and accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the observed distal circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The distal circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted distal circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber stopped working after 20min of use. The procedure was successfully completed with a second fiber. There were no patient complications. The fiber was returned for analysis and the investigation performed identified a distal circumferential fracture, with the potential for forward firing.